Manufacturer narrative:
No product returned for evaluation nor radiographs or images provided to confirm the alleged event. No allegation of product malfunction was reported. A review of the reported statement suggests implant selection and or placement may have caused or contributed to the reported event. Labeling review: "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant..." "...use of cross sectional imaging for posterior cervical screw placement is recommended due to the unique risks in the cervical spine. The use of planar radiographs alone may not provide the necessary imaging to mitigate the risk of improper screw placement. In addition use of intraoperative imaging should be considered to guide and or verify device placement as necessary..." No product returned.

Event description:
On (B)(6) 2019 patient underwent a cervical procedure at c2 to c7 levels without reported issues. Post operatively a pedicle breach at c7 left side was identified. On (B)(6) 2019 a revision procedure was completed removing the screw at c7 and extending the fixation to t2.